Event description:
It was reported ECG alarms did not ring at the central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer, and it was reported an ECG alarm sounded for bed r1 on sunday, (B)(6) at 1:00 in the morning, but that it was not triggered on the central station. The rse evaluated the logs and the clinical audit of the central station, and it was discovered the ECG alarms did ring at the level of the central station (in particular polymorphic and paired esvs or bradycardias). The list of alarms that sounded for this bed on the central station were sent to the customer. No malfunction was observed on the central station in the logs. The device worked to specification. No further investigation or action is warranted at this time.

Manufacturer narrative:
Box h : h4: device manufacture date corrected from 04/17/2024 to 08/24/2022.